Event description:
The product was returned with a note indicating that the pencil was placed on the field and plugged into a force 2 generator. The pencil was "on" coag buzzing. Unable to push the button or switch to "off" status. The pencil was not on the pt. It was taken off the field prior to use.